Manufacturer narrative:
The surgeon reportedly nicked the pcl and mcl during surgery. The itotal g2 device was abandoned for a posterior stabilizing total knee replacement device. Delay in surgery was experienced. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The surgeon reportedly nicked the pcl and mcl during surgery. The itotal g2 device was abandoned for a posterior stabilizing total knee replacement device. Delay in surgery was experienced.